Event description:
This complaint is via a medwatch report (uf/importer report # (B)(4)). A shockwave m5 ivl catheter was used to treat the iliac artery. The maximum balloon dilation throughout the procedure was 8 atmospheres. Upon completion of ivl, balloon loss of pressure occurred. As the physician attempted to remove the ivl catheter, it was noted that a portion of the balloon remained inside of the patient. A stent was used to entrap the detached portion of the balloon to the vessel wall of the iliac artery. To date, no patient sequelae has been reported.

Manufacturer narrative:
The likely cause for the reported balloon loss of pressure and subsequent detachment of balloon or catheter component could not be determined as the device was not available for investigation. Therefore, a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.